Event description:
Customer alleges when driving down the ramp, the stability lock will not engage fast enough, the foot board will hit the ramp as he stops. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m94, serial number/date code (B)(4) is approximately 5 months old. The owner's manual part number 1122145 rev I (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that when the consumer drives his m94 down a ramp, the stability locks will not engage quick enough, the footboard will hit the ramp as he stops. The consumer's weight is (B)(6). With much of it in his legs and abdominal area. The dealer stated that the seating area is deeper & wider than the consumer's previous power chair but his weight pulls forward. The owner's manual states a warning on page 8, "the drive behavior initially experienced by the user may be different from other chairs previously used. This power wheelchair has invacare's surestep technology, a feature that provides the chair with optimum traction and stability when driving forward over transitions and thresholds of up to 2-inches. The following warnings apply specifically to the surestep feature. "Do not use on inclines greater than 9°." Do not use on inclines with wet, slippery, icy or oily surfaces. This may include certain painted or otherwise treated wood surfaces. "Do not traverse down ramps at high speed. Doing so will reduce traction and increase stopping distance." The end user's weight can materially affect traction on sloped surfaces. Great care should be taken when traversing such slopes. To determine and establish your particular safety limits, practice use of this product on various sloping surfaces in the presence of a qualified healthcare provider before attempting active use of this wheelchair. No injury alleged.